Event description:
It was reported that the customer's insulin pump alarmed motor error. Customer's blood glucose level was 187 mg/dl. The customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
Insulin pump received with no button response due to corroded keypad traces. Unable to verify motor error alarm due to button/keypad anomaly. Motor passed motor test. Insulin pump received with cracked case at display window corners, reservoir tube lip, and minor scratched display window. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.